Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion over the lead and lead extension site. Their incision was opened, and the devices were repositioned deeper in the body. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6); product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6); product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6).